Event description:
It was reported the patient experienced stimulation in the wrong location. Patient scheduled for surgery to reposition lead. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.